Manufacturer narrative:
(B)(4).

Event description:
It was reported the user was unable to insert the spring wire guide through the catheter. The catheter was flushed before insertion, and no problem was found at that time. During insertion, "the user found the catheter partially inflated, and the wire got stuck there". Both the spring wire guide and catheter were exchanged and a new kit was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the user was unable to insert the spring wire guide through the catheter. The catheter was flushed before insertion, and no problem was found at that time. During insertion, "the user found the catheter partially inflated, and the wire got stuck there". Both the spring wire guide and catheter were exchanged and a new kit was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire, one s-lumen PICC catheter, and a lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained two major kinks and one long continuous bend. Microscopic examination confirmed the damage to the guide wire and revealed that the distal and proximal welds were spherical and intact. After failing functional testing (see below), it was also observed that the catheter body was elongated in the middle of the extrusion. This elongation likely contributed to the resistance encountered by the customer. The kinks in the guide wire measured 65mm and 607mm from the distal end. The bending measured approximately 30mm from the proximal weld. The guide wire total length measured approximately 104mm which is within the specification limits of 99.4cm-113cm per the guide wire graphic. The guide wire outer diameter measured .0340" which is within the specification limits of .0340"-.0355" per the guide wire graphic. The elongated portion of the catheter body measured 410mm-500mm from the proximal end. The catheter body total length from the juncture hub to the distal tip measured 28 3/4" which is within the specification limits of 27 9/16"-29 9/16" per the catheter graphic. The catheter body outer diameter (in an area not affected by elongation) measured .066" which is within the specification limits of .0655"-.0705" per the catheter extrusion graphic. The catheter body outer diameter in the area affected by elongation measured .055" which is not within the specification limits of .0655"-.0705" per the catheter extrusion graphic. The guide wire was inserted through the catheter body and major resistance was encountered when the guide wire reached the elongated portion of the catheter extrusion. This elongation prevented the guide wire from passing. The guide wire seemed to pass through all other sections of the guide wire with little to no resistance. Performed per IFU statement "thread tip of multiple-lumen catheter over spring wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire. Grasping near skin, advance catheter into vein with slight twisting motion". The manufacturing facility was contacted as part of this complaint investigation. They confirmed that the likely occurred during the manufacturing (extrusion process). A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit was also reviewed informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The IFU also states, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The report of a kinked guide wire due to resistance within the catheter was confirmed through complaint investigation. Visual analysis confirmed that the guide wire was kinked. Additionally, the catheter body was elongated. Resistance was encountered when the guide wire reached the elongated section. Dimensional analysis revealed that the elongated portion was not within the specification limits of the product drawing. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from manufacturing, the observed defect likely occurred during the extrusion process. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the user was unable to insert the spring wire guide through the catheter. The catheter was flushed before insertion, and no problem was found at that time. During insertion, "the user found the catheter partially inflated, and the wire got stuck there". Both the spring wire guide and catheter were exchanged and a new kit was used. No patient harm reported. The patient's condition is reported as fine.